Event description:
It was reported that the rust was present on the wall adapter and usb cable. As a result, the customer experienced difficulty charging the pump. Customer¿s blood glucose value was 130 mg/dl. Replacement cable and adapter were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.